Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker was inappropriately in backup operation. No intervention was performed. There were no patient consequences.